Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable tina-quant d-dimer results for one patient on their c501 analyzer. The patient's initial d-dimer result was 0.79 ug/ml accompanied by a data flag. The initial result was not reported outside the laboratory. The test auto-repeated at normal volume and the result was 0.36 ug/ml. The sample was then tested on another c501 analyzer and the result was 0.35 ug/ml. The result of 0.36 ug/ml was considered correct and reported outside the laboratory. There were no adverse events. The d-dimer reagent lot number was 68738201 and the expiration date was 09/30/2014. The field service representative could not find the cause and the issue was not reproducible. He checked the system. The analyzer was operating to specification. The customer performed quality control and a precision check. The results were good according to the customer.

Manufacturer narrative:
A root cause could not be determined with the information provided. Further details were requested but not provided. It was noted the customer did not have any extra wash cycles implemented before the d- dimer test.